Event description:
It was reported that the ilet user accidentally delivered a large amount of insulin, after which the user self-treated the ensuing low with oral carbohydrates and later experienced elevated glucose. The episode occurred in the context of infusion set and cartridge use and a subsequent sensor replacement and pairing. Symptoms included hypoglycemia followed by hyperglycemia ranging from 53 mg/dl to 401 mg/dl, with dizziness and headache during the high. Outcomes included the need for unexpected medical intervention in the form of medication-equivalent oral glucose to treat the low. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with initiating fill tubing with insulin while connected to the body via infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.